Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. A small dissection was created during the initial access with a wire and diagnostic catheter. An 18fr gore dryseal sheath was advanced, and the stent-grafts were placed. Then the physician repaired the dissection at the end of the procedure with a bare metal stent. There were no complications.